Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, during a pump replacement, the healthcare provider (hcp) was unable to aspirate the catheter, so the catheter was replaced. The patient had not had any symptoms of withdrawal or ineffective therapy. The managing physician was asked about what dose would be appropriate post-operatively. He wanted it decreased by 10%. The original dose was 1300mcg/day. The new dose was reduced to 1170mcg/day. On the report date at approximately 9:30pm, the implanting physician notified a manufacturer representative that the patient was having symptoms of overdose and was being intubated. At approximately 10:30pm, the dose was decreased by 50%. The following morning, the dose was decreased again to minimum rate. At the time of this report, the patient status was ¿alive-with injury¿. The device system was used to deliver baclofen. It was later reported that the therapy was resumed after dropping it to minimum rate. On (B)(6) 2014 at 17:00, the rate was raised to 96.1mcg/day. The following day at 09:25, the rate was raised to 114:9mcg/day. The patient was to be reassessed for further updates of therapy.

Event description:
It was later reported that a pump refill was not to occur for ¿a few months¿ following this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# l71603, product type: catheter.